Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens implantation, the patient had patchy anterior opacification looked like a film on intraocular lens that was starting to impair the distance vision of patient that something could not yag off. It was also stated that the film does not appear to have lens epithelial cell on growth (lecog). She was experiencing progressive loss of distance vision. Additionally, the patient had yag a year after the phaco procedure which gave her an initial improvement, but her symptoms started after a blepharoplasty, so physician have been treating a dry eye problem. The patient thought that the dry eye treatment has helped the dryness, but the vision continued to deteriorate. The physician cannot find anything to link a posterior capsulotomy or blepharoplasty to something on the anterior surface of the iol.

Manufacturer narrative:
Additional information was provided in b.3., h.3., h.6. And h.11.the product was not returned for analysis. Only photo was returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complainant stated in the follow up response in relation to the photos: "right eye vs. Left eye in same patient. Left eye has the film". As per the follow up questionnaire answers, this qs is for the left eye: "surgical eye: os".the two photographs above were received for review. The left eye shows patchy, diffuse anterior intraocular lens (iol) surface irregularities across the visible optic, which appear off-white to light gray and are more prominent in the left eye compared with the right, which appears relatively clearer with fewer visible findings. These observations are consistent with a sheen or film-like appearance on the anterior optic surface that may present variably under different viewing orientations and illumination conditions. Overall, this photographic review supports the surgeon¿s description of a patchy, film-like anterior optic abnormality that is not consistent with classic lens epithelial cell on growth (lecog) and would not be expected to respond to yag laser treatment. However, adverse events or clinical impact have not been confirmed in association with this finding. This photographic review is based solely on visual assessment of the images presented above. The appearance and prominence of observed findings may be influenced by artifacts generated from multiple photographic factors, including, but not limited to, focus, illumination intensity, illumination angle, magnification, and viewing angle. These factors may accentuate or diminish observed findings or create artifacts not actually present. As such, conclusions drawn from this photo review are limited and should be interpreted in conjunction with additional clinical and investigational information. As a result, the information presented above does not conclusively identify the described findings, the underlying etiology, and any relevance to the reported progressive decrease in distance visual acuity. Additional information is required to further characterize these findings and assess relevance to the associated complaint investigation. Based on our observation of the attached photo of the eye, the left eye shows patchy, diffuse anterior iol surface irregularities across the visible optic. The origin of the observed irregularities cannot be confirmed based on the returned photo alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. With regard to the customer inquiries: "please provide any pertinent information on potential causes or solutions" - a definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).